Manufacturer narrative:
The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
The event involved a transfer set, pur yellow with chemolock¿ port where the customer reported that the extension filter becomes congested even with saline solution, preventing the treatment from passing through. No chemotherapy treatment was reported. There was a patient involvement and delay in critical therapy as result of this event. Harm was not reported as a consequence of this event.

Manufacturer narrative:
Received five (5) used. List #011-cl4135, transfer set, pur yellow with chemolock¿ port; lot #14134832. No visual damages or anomalies were observed. The reported complaint of no flow could be confirmed. Of the 5 returned samples, 4 of them were unable to flow. The samples were observed and were found to have errant solvents on the check valve. The probable cause is from errant solvent during assembly in ensenada. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. The initial reporter indicated that the event occurred with one device; however, additional devices were returned for investigation. A search of the complaint database showed no prior report of these events.